Event description:
In 2007, the customer reported to bsc that during a stone removal procedure (patient gender & age unknown), the handle actuated, but the trapazoid basket "did not crush the stone and tip did not detach." The physician "manipulated the device and finally the stone was released from the basket." The procedure was completed with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue. The condition of the patient is "ok."

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.